Event description:
It was reported that the patient's ipg was explanted and replaced due to end of life. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number: 3006705815-2021-01958. Related manufacturer reference number: 3006705815-2021-01961. It was reported that the patient would be undergoing a revision for an unknown reason.